Event description:
The pt was taken to surgery. The lead-extension site was opened and the lead integrity was tested with an external neurostimulator. Impedances were normal. The surgeon replaced the extension hoping that would eliminate the problem. Repeated impedance readings remained over 40,000 ohms. The right-sided impedances were normal. The deep brain stimulation was replaced. Afterward, impedances were normal. The pt status after surgery was reported as 'recovered without sequela.'

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.